Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Attempts were made to adjust the pt's vascular needles. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide when an alarm cannot be recovered. The venous pressure alarm is attributed to issues with the pt's access, which is scheduled to be replaced. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed set-up and treatment procedures with the operator. Nxstage medical considers this report closed. No additional info will be provided.